Manufacturer narrative:
The device was not returned. Subsequently no investigation for the device has been possible. This report and the information submitted under this report do not constitute an admission that the device or scholl's wellness or any of its employees caused or contributed to the event described within this report.

Event description:
On 05-nov-2024, this spontaneous report was received via a letter regarding a 64-year-old female consumer from the united states in association with the dr. Scholl's complete care skin tag remover. On (B)(6) 2024, the consumer used the dr. Scholl's complete care skin tag remover to her right neck, left shoulder near the neckline, and to an underarm. After using the product, the consumer experienced burns, redness, and skin discoloration on her right neck, on her left shoulder near the neckline, and on an underarm. No additional information was provided.